Event description:
It was reported that a one-link non-dehp standard bore catheter extension set was leaking or pulling air when trying to draw labs. An attempt was made to tighten the set; however, it was observed that the extension set (¿pigtail¿) was not threading properly and continued to spin. This occurred during patient use. The pigtail was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.